Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Summary: an empty opened foil and used ventral patch of product code pvps, lot # mj8ddhb0 were returned for analysis. During visual inspection of the used sample, the wings were slightly detached and body fluids in this section of the mesh were noted; no other defects or damaged were found. According to the sample condition, it could not be determined what may have caused the reported incident

Event description:
It was reported that the patient underwent a hernia repair on unknown date and the mesh was used. There was no patient consequence reported. During the device evaluation, the wings were found slightly detached.